Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not show the medication related to the purchase orders. A technical support specialist (tss) logged into medbank myqlink and activated vendor site's supplier in purchase order (po) admin. Then the missing purchase orders were received at the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to view patient orders on station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.